Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the tip of the hemopro 2 device came apart, possibly due to excessive heating. Open technique was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the devices in question.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review could not be performed as the product lot number is unk. (B)(4).